Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 51.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer report number: 2017865-2021-11903; related manufacturer report number: 2017865-2021-11904. It was reported that the right ventricular lead exhibited loss of sensing and loss of capture. A chest x-ray confirmed that the lead was dislodged due to device migration. During the procedure, it was noted that there was no slack on the atrial lead. Both of the leads were explanted and replaced and the device was repositioned. The patient was in stable condition.